Manufacturer narrative:
Pump received with all operating currents that are within specification. No unexpected battery out limit alarm noted. The unit passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. The unit functioned properly. Intermittent button response noted during testing due to unlocked lcd connector. Unit received with minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the rewind process and was unable to clear alarm. Customer also indicated that a battery out limit was received after a new battery was installed. Troubleshooting was done for no delivery alarm but customer declined troubleshooting for battery out limit. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.